Event description:
Lobectomy procedure. Slc55b dlu was fired across bronchus and reloaded for second firing. Pc indicated that dlu was safe to fire. When dlu began to close there was an odd sound noted. Dlu continued to close into firing range and pressed firing button twice. Upon opening the dlu, surgeon noticed that it had not fired staples or cut the tissue. Competitive device was used to complete the case. In 2004, surgeon reported that pt developed a leak at the staple line on the bronchus 3-4 hours post-op. The re-operated to oversew the staple line and observed that the proximal end of the staple line had pulled apart. Pt was released from hosp 2 days post-op.